Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the device was powered on and a 'pump maintenance is due' message appeared. The battery's state of health (soh) was found to be less than 70% (69%). A review of event history log revealed evidence of battery messages and maintenance. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the soh was due to a defective battery. The main battery would be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a novum iq large volume pump, the battery state of health (soh) indicated 69%. No additional information is available.